Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported since they hurt their back they had a return of symptoms, the patient noted they have to wear a diaper. The patient did not feel stimulation and therapy was on. The patient increased from 1.4 v to 1.7 v and felt stimulation in the correct area. The patient had a loss of therapeutic effect and a return of symptoms that began on (B)(6). Additional information from the patient reported on (B)(6) that we were constantly leaking and she was not feeling stimulation. It was noted the patient did not feel stimulation and therapy was not on. The patient was able to turn on therapy and the issue was resolved. The patient turned on stimulation and increased to 1.8 v. The patient noted the symptoms were sudden in onset, and began the on the wednesday or thursday previous to the call. The patient noted the system was inconvenient and they needed 4 hands to use it. The patient noted she scrapped her back against the bed and maybe pulled a wire. The patient stated she hurt herself. The patient noted she was good for a couple of days until wednesday or thursday, and then the patient started constantly leaking. The patient is implanted for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.